Event description:
The knob on the swivel adaptor broke while the system was attached to a patient. After placement of the headrest," torque pop heard" and portion of the headrest snapped. There was a 1 hour delay in surgery. Additional information was requested and on 04may2017, the following was provided by the customer: on (B)(6) 2017, a (B)(6)female patient was undergoing a craniotomy for clipping pica aneurysm. No stereotaxy equipment was used during the surgery. Headpiece was applied by doctor and the customer did not know how much pounds of pressure was applied. The patient was positioned prone on padded chest rolls. After hearing the "snap" of the broken swivel adaptor, the surgeon went to hold and stabilize the patient's head. The chest rolls helped support the patient's chin during the snap. As per surgeon, the patient has had a posterior cervical fusion which helped stabilized her neck as well. The length of time the clamp was being used until the problem occurred was about 60 minutes. The patient's head was positioned and prep completed and pre-time out was about to begin. The reason for the 1 hour delay in surgery was because stat x-ray was needed to be done and the patient was then positioned left lateral with right side up. The patient was then repositioned to the supine position and the headrest removed. Regular doro headrest with table attachment was applied to patient for the case to proceed. Other than delay of case, there was no adverse consequences. X-ray came back as negative. The case was completed and the aneurysm clipped

Manufacturer narrative:
Investigation completed 6/05/2017. Method: -device history review; -trend analysis; -failure analysis. Device history record reviewed for product ID a2114, serial # (b)I(4) manufactured on 18sep2009 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. Two year look back from 06/02/2015 to 06/02/2017 for this reported failure and or related to "broke" for product ID¿s a2114 shows that 4 complaints were received including this case. No new design or manufacturing trends have been identified. Conclusion: this complaint was not confirmed as the skull clamp was to specification, and the defect was listed under the swivel adapter complaint due to the threaded portion being broke off.